Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, and complaint was closed with no additional corrective actions or replacement documented.